Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the 12th september 2014 and performed to specification up to the 1st may 2016. The device records multiple manual power ups under one minute duration on the (B)(6) 2016, all within ten minutes. The pad-pak was removed. The pad-pak was reinstalled on the (B)(6) 2016 passing a self-test. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device and the device passed a self-test. The red status led was observed to be constantly lit however the green status led was also flashing green. No warnings were given at shutdown and the status led continued to flash green while the red status led remained constantly lit and emitting a continuous failure tone. This would confirm the reported fault. A test shock was delivered without fault and an acceptable measurement was recorded for the test shock. The device powered off without any warnings, a failure chirp along with a solid red led and a flashing green status led were present. Investigation found the reported fault can be attributed to failure of a transistor on the pcba. The fault could not be replicated with the transistor replaced.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit squeals when a pad-pak is installed in the unit.